Event description:
Information received by medtronic indicated that the insulin pump was damaged. The location of damage was the battery compartment. The type of damage was crack. Customer stated that the battery compartment was cracked. The reservoir was able to lock in place. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). S/w - 4.11e (using a test case), retainer ring = black. Customer returned pump for alleged cosmetic damage located at the back of the pump found on (B)(6) 2022. On (B)(4) the customer alleged battery cap was damaged on (B)(6) 2022. The pump was received with cracked battery tube threads, cracked case at the battery tube side, and cracked case at corner of the belt clip rail. The pump was received without the original battery cap. Unable to verify damage to the battery cap. The pump was received with a blank display. Unable to perform the displacement test due to blank display. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, shifted serial number label, faded end cap address label, pillowing keypad overlay, and scratched keypad overlay. The pump had blank display due to shifted battery tube out of position not allowing proper contact between the test battery cap contact and the battery tube. The pump was cut opened and using a test case/test battery cap, the pump powered up properly. History download was successful using thus. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, or replace battery now alarm noted in the pump trace download. During visual inspection, no damage noted on the electronic assembly, motor or force sensor. Cosmetic damage was confirmed at back of the pump. Battery cap damage was unknown. However, blank display was confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.